Event description:
It was reported that the patient's lead wire was sticking out of the skin causing a lot of pain. The patient's implantable neurostimulator (ins) was implanted above the breast area, and the lead is in her arm. Both were sticking out. The battery in the ins was depleted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the ins had been depleted for 10 years. It was noted that the ins was located on the left side in the upper chest area. In addition, the patient had lung cancer and needed radiation treatment. The patient desired to have the ins system removed but did not have the insurance to pay for it. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID unknown, implanted: 1991-(B)(6), product type lead product ID 7496-51, serial# (B)(4), implanted: 1991-(B)(6), product type extension. (B)(4).